Event description:
The customer reported on 05/28/2009 that the display was blank.

Manufacturer narrative:
The customer reported on 05/28/2009 that the display was blank. The unit was evaluated by a philips rep. The reported symptom was duplicated. Replacing the control pca resolved the reported issue.